Event description:
The physician inserted device then needed to relocate. When doing so, the filter deployed partially out of the sheath, without surgeon "firing" it. He stated that it "released too easily". He could not re-capture to move it, so he completely deployed the device. He then had to insert a second device from the other side to deploy in the correct positon. The physician inserted device then needed it to relocate. When doing so, the filter deployed, and he was unable to move. The physician had to re-insert another device. The device deployed part of the way out of the sheath without surgeon "firing". It released too easily, so he had to completely fire the device and get a second device for the other side to deploy.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.